Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed pocket erosion and a lead suture sleeve broke through the skin. The pocket was swollen and some fluid came out. No other adverse patient effects were reported.